Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the usb port not communicating with the charger. A receiver boot test was performed and passed. Functional tests were not performed due to the usb port not communicating. A "try it" vibration test was performed and passed. An internal visual inspection was performed and passed. The vibrator motor resistance was measured and passed. The receiver log was not downloaded and reviewed due to the usb port not communicating with the global receiver communication tool. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d4: catalog number - correction d9: device availability - additional h2: correction/additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem - additional.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.